Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days after implant, the pocket was reopened in order to clean out some necrotic tissue. The device was detached from the lead during the procedure, and was reconnected after the pocket was clean. The physician indicated that during the reconnection, they didn't hear the 'click' sound. Following reimplant, the lead warning triggered, and the right ventricular (rv) lead exhibited noise and an increased sensing integrity counter (sic). A connection issue was suspected. The lead was reprogrammed, and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.